Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip)cefazolin na (1 gram, frequency and duration were not reported) and ip ceftazidime (1gram, frequency and duration were not reported) for the event. At the time of this report, the event was ongoing. Pd therapy was ongoing. No additional information is available.